Manufacturer narrative:
(B)(4).

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving compounded baclofen and dilaudid at concentrations of 200 mcg/ml and 20 mg/ml and doses of 127.3 mcg/day and 12.73 mg/day respectively via an implantable pump for non-malignant pain and failed back surgery syndrome. A pump alarm was reported. The reason for the alarm was unknown. The alarm was confirmed by telemetry. It was reported that the pump logs showed that the end of service (eos) alarm occurred on (B)(6) 2016. It was later reported that an alarm was not reported. The rep had interrogated the pump and that was when they saw the eos. The patient had no symptom change. It was reported that they planned to replace the pump today ((B)(6) 2016) and attempt to aspirate the catheter which was filled with drug. Additional information has been requested regarding the concomitant medication, pertinent patient medical history, and baclofen lot number, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received reported that the physician was not available to replace the pump until that date.

Manufacturer narrative:
Corrected information - the initial MDR should have included the following information: concomitant medical products: product ID 8840, product type: programmer, physician.